Event description:
It was reported that the patient experienced ineffective therapy following a trauma. Reprogramming has been unable to resolve the issue. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (b)(6) 2026 whrerein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.